Manufacturer narrative:
Product ID: 3986a, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: 3986a, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, product type: extension. Product ID: 3555-31, serial# unknown, product type: screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ¿motor cortex trial¿ patient couldn¿t feel stimulation 12 hours after the trial started. It was stated that the therapy stopped working and it was considered a ¿failed trial¿. It was reported that the patient was ¿only getting half the power delivered to the lead¿. It was stated that the patient ¿didn¿t feel stimulation with motor cortex trial, they based it completely on pain relief¿. It was stated that the patient was getting the leads removed at the time of the call. Additional information received reported that the healthcare professional determined the leads were intact and they would not be rep laced. It was noted that it was unknown whether they would be left in place for further trialing or permanent implant. It was stated that the reason for confusion was the patient had a hematoma. It was stated that the caller believed the leads were ¿placed on the outside of the dura mater but beneath the skull¿. Additional information received reported that ¿when a neuromonitoring was done it was vastly different than what our impedance showed¿. It was reported that when impedance was done, it showed ¿normal reading of 12k ohms¿. It was reported that when the neuro monitor was done, it could ¿detect a lost of power¿. It was stated that during the trial, the patient had great stimulation and pain relief and ¿all of a sudden stimulation stopped¿. It was reported that an emg was done and ¿the numbers were different from our impedance numbers¿. It was noted that the hematoma was discovered upon ¿opening the patient up¿. Additional information received reported that the trial leads were implanted on (B)(6) 2014 for rsd of the left side of the patient¿s body (face, arm, trunk and leg). It was stated that the patient remained in ICU for observation during the trial. He had complete relief of his pain with amplitude of 5.5. It was reported that the edema in his leg resolved and his skin color returned to normal during this time. It was stated that after stimulation stopped, over a period of 4 days the patient was reprogrammed daily, but stimulation could not be improved. It was stated that the patient returned to the or on friday evening, (B)(6) 2014, to have the leads removed. It was discovered that the patient was only getting about 40% of the power that they were delivering. It was reported that impedances had remained within normal limits. It was reported that the hematoma was evacuated and the neuromonitoring parameters returned to baseline. It was reported that the incisions were closed and the patient returned to ICU and the trial was continued. It was reported that the patient had complete pain relief that lasted about 2 days. It was stated that by the evening of the (B)(6), the pain had returned. It was noted that the swelling and the discoloration in his leg always returned with the pain. It was noted that there appeared to be a problem with his platelets and another hematoma was suspected. It was stated that the hcp did not want to subject the patient to another craniotomy. It was stated that since pain relief had been so dramatic and it was hoped that the suspected hematoma would resolve without intervention, on monday, (B)(6) 2014 the patient made the decision to go ahead with the implant. It was stated that the patient was discharged on (B)(6), and was told not to turn stimulation on again for a month. It was stated that there was no evidence of a device malfunction. No part of the implanted system was explanted. It was stated that it would not be known whether the patient was receiving effective therapy for another 3 weeks.